Event description:
There was an allegation of questionable ise results from the cobas 8000 cobas ise module (double) analyzer. The initial sodium result was 117 mmol/l, and the repeat result was 140 mmol/l. The initial potassium result was 4.66 mmol/l, and the repeat result was 3.5 mmol/l. The initial chloride result was 104 mmol/l, and the repeat result was 86 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The provided calibration and qc data were acceptable. The provided analyzer alarm trace contained abnormal aspiration and sample probe alarms. The field service engineer was unable to determine a cause. He found a slight buildup and cleaned the outer surfaces and inside of both the vacuum and sipper nozzles. He verified normal syringe behavior, confirmed proper sample probe adjustments, and successfully ran electrode checks alongside a precision run on both blocks. No specific root cause was found. The investigation determined that the service actions resolved the issue.